Event description:
Had the essure implant in (B)(6) 2010. In (B)(6) 2013, began experiencing persistent nausea on a monthly basis, usually around time of menstruation. Persistent nausea mimics morning sickness and usually lasts anywhere from a day to two weeks.